Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryo ablation procedure, a pericardial effusion and perforation of the left atrium was observed after the consumables were removed from the body. A pericardiocentesis and surgical repair of the left atrial perforation was performed. The hospital stay was extended. The case was already completed with cryo. Additionally, the patient was doing well and was to be discharged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed at least eighteen applications was performed with catheter 2af284/39825-18 on the date of the event. The third application had early thawing. Clinical issue (pericardial effusion and perforation) was encountered during the procedure. The flexcath sheath 4fc12/27962 was not returned for investigation. In conclusion, this clinical issue (pericardial effusion and perforation) was encountered during the procedure. There is no indication of product malfunction. No products were not returned for investigation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information received indicated that a few weeks after this event the sales representive was informed by the physician that the patient was doing better and would be going home in a couple of days. On (B)(6) 2017, the sales representative learned from the healthcare professional that thepatient did not make it home but again developed a large clot in the pericardium and was taken back to surgery a second time and later deceased.